Manufacturer narrative:
H10: manufacturing review: a detailed device history record or lot history record review was not conducted as the lot numbers was not known. Investigation summary: the sample was not returned for evaluation and no images were provided for evaluation. The reported issues may be related to difficult patient anatomy, challenging placement site or off label use. Inadequate accessories or rough handling during deployment may be other contributing factors. Based on the information available, a definitive root cause for the reported issue could not be determined. Labeling review: in reviewing the current labeling it was found that in the instructions for use potential adverse events associated with the use of the bard e-luminexx biliary stent were found addressed. E.g. Stent malposition, stent migration or fracture. Regarding reported failure to deploy the instructions for use states "should unusual resistance be felt at any time during the procedure, the entire system (introducer sheath or guiding catheter and stent delivery system) should be removed as a single unit." Regarding potential damaged device prior to use the instructions for use states: "visually inspect the bard e-luminexx biliary stent to verify that the device has not been damaged due to shipping or improper storage. Do not use damaged equipment." Preparation of the stent delivery system, stent placement including use of various deployment methods as well as use of applicable accessories and pre and post dilation are properly addressed. H10: g2, g3 h11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported through an anonymous post-market clinical follow up survey, that during a stent placement, there were occurrences of stent malposition, stent migration, fracture and failure to deploy. There was no patient injury.

Manufacturer narrative:
As the lot number for the device was not provided, a review of the device history records could not be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable.

Event description:
It was reported through an anonymous post-market clinical follow up survey, that during a stent placement, there were occurrences of stent malposition, stent migration, fracture and failure to deploy. There was no patient injury.